Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood noted in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near distal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricle (rv) lead was unable to be successfully implanted due to placement difficulties and helix extension issues. Then a lead fracture was confirmed during a product investigation. No adverse patient effects were reported.